Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Additional information was requested and the following was obtained. If further details are received at a later date a supplemental medwatch will be sent. Were the sutures dissolving upon contact with saliva and not holding tissue during suturing (intra-op)? Or did the sutures dissolved prematurely post-op and re-suturing was required? If the issue occurred post-op, please provide number of post-op days patient returned with issue and the symptoms? In how many patients did the same issue occur? For each patient, please provide the above information including event dates and product code/lot number if different, separately. Is device available and being returned for evaluation? Please verify lot number aj196s as it appears to be invalid for this product. The customer confirmed that this was a historic complaint and the product was not kept. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you clarify the lot number as aj196s? Can you clarify that this is ethicon suture?

Event description:
It was reported that the patient underwent an unknown dental surgery on an unknown date and suture was used. The dentist reports that they have tried to use these sutures on several patients but the sutures are dissolving on contact with saliva and not holding the wound together. The dentist re-sutured the wound using an alternative suture. There were no adverse patient consequences reported.